Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed evidence of shortened battery life. The pump¿s electric draws were found to be out of specification. An internal component was found to have failed. Unrelated to the complaint, the bolus button was found to be damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.